Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify failed battery test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had replace battery alert and failed battery alert on the other day. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had been exposed to rain that it could get the insulin pump exposed to moisture. Customer stated that the contacts were not missing, damaged, or corroded. Customer stated that the neither compartment nor spring are damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.